Event description:
A report was received that the patient was suspected of having an infection. The patient¿s ipg was explanted and the pocket was washed out. Oral antibiotics were given. The patient is doing well after the procedure.

Event description:
A report was received that the patient was suspected of having an infection. The patient¿s ipg was explanted and the pocket was washed out. Oral antibiotics were given. The patient is doing well after the procedure.

Manufacturer narrative:
Additional information was received that the patient's lead was explanted. The explanted lead was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the infection at the battery site had been resolved. The patient's initial symptom also included lead site infection, so the patient will undergo an explant procedure. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was suspected of having an infection. The patient¿s ipg was explanted and the pocket was washed out. Oral antibiotics were given. The patient is doing well after the procedure.